Manufacturer narrative:
Device not returned by customer. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old asian male patient had impella cp pump inserted in the left femoral for acute myocardial infarction with shock (ami). The patient had access site bleeding and as a result 10 units of red blood cells (rbcs), 6 units of fresh frozen plasma (ffp), and 20 units of platelets concentrate (pc) was administered.